Event description:
It was reported that during a ureteral stenting procedure, removal difficulties were encountered. The indication for the procedure was a ureteral stricture. The amplatz super stiff guide wire was inserted without difficulty, and then the percuflex plus ureteral stent delivery system was advanced over the wire. The stent was deployed successfully, and the physician attempted to withdraw the amplatz super stiff guide wire and noted resistance. Attempts were made to gently push, pull and turn the guide wire without success. After no more than a few moments with some force, the guide wire became loose and was removed. After removal of the guide wire, a section of the placed percuflex plus ureteral stent did not form properly in the kidney to an ideal loop and may be outside the renal pelvis. The amplatz super stiff guide wire was noted to be unraveled upon removal, however, there was no fracture of the guide wire. Fluoroscopy confirmed that no guide wire material remained in the pt. The pt experienced some mild discomfort however, that was attributed to the placement of the stent and was considered "normal". Pt status was reported as 'stable'. An add'l intervention is planned to correct the positioning of the stent.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.